Event description:
The customer provided us info from the central monitoring system (cns) which stated it had a problem with the ide (intelligent drive electronics). They also stated that the cns had freezing issues but no bluescreens. MFR ref #8030229-2014-00130.